Event description:
Per additional information received from the site, during the procedure, when the commander delivery system with crimped valve was advanced through esheath, before exiting the tip of the esheath, it perforated the esheath causing a rupture of the abdominal aorta. The valve dislodged from the delivery system. The patient went into hemorrhagic shock, so contralateral access was obtained, ballooning of the aorta to control bleeding performed, and patient stabilized without need for resuscitation maneuvers. Then, 7 stents were implanted in the abdominal aorta, and the sapien prosthesis was deployed in abdominal aorta through stenting. During the procedure there was mass transfusion of blood products and ffp, and va-ECMO support, patient transferred intubated but stable to ICU. Later the patient passed away.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received. The following sections of this report have been updated: b.4, b.5, g.3, g.6, and h.2. The following sections of this report have been corrected: h.6 clinical code (from 3160 to 2152). This is one of two reports being submitted for this case. The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per review of imagery provided, tortuosity and calcium was present in the patient's access vessel. In this case, the liner puncture was unable to be confirmed as no device or image was provided. Available information suggests patient factors (tortuosity, calcification) likely contributed to the event as provided imagery indicated presence of tortuous anatomy and calcium at the access vessel. Vessel tortuosity can create suboptimal angles during delivery system or balloon catheter advancement/retrieval through the sheath. Non-coaxial alignment can cause the delivery system or balloon catheter to catch onto the sheath liner and tear it upon advancement/retrieval. Calcification can damage the exposed portion of the sheath liner, which can lead to immediate cutting, tearing, or weakening of the liner. A weakened liner can also tear during advancement or retrieval of the delivery system or balloon catheter. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by our edwards lifesciences affiliate in germany regarding a 26mm sapien 3 ultra transcatheter heart valve implant, during the procedure, when the commander delivery system with crimped valve was advanced through the esheath, it perforated the esheath and aorta. The patient passed away.

Manufacturer narrative:
The investigation is ongoing.